Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1100 mg/dl and diabetic ketoacidosis. Subsequently, the customer was hospitalized in the intensive care unit. Reportedly, the customer was released 3 days later. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.